Event description:
N/a

Manufacturer narrative:
Additional information was received that the patient recovered without additional treatment. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to the event. One hand-drawn anatomical image that tries to illustrate what is described in the event description was provided. However, without radiographic imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: 6.detachment of the coil 6-1 place the detachment controller removed from the protective packaging in a clean field. Caution·do not detach the coil using any power source other than the detachment controller. 6-2 connect the proximal end of the pusher catheter to the detachment controller by firmly inserting the proximal end of the pusher catheter into the funnel section of the detachment controller. Observe the state of the light 3 seconds after connecting.(see figure 1) caution if the pusher catheter is not connected properly, the controller will not activate. Since the controller does not have an on/off switch, do not press the side button of the detachment controller. Keep blood and contrast away from the proximal end of pusher catheter. If there appears to be blood or contrast, wipe with sterile water or heparinized saline solution before connecting to the detachment controller.[detachment controller may not work properly.] If a red light appears or if the light does not appear, replace the detachment controller. 6-3 when the detachment controller is properly connected to the pusher catheter, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. 6-5 push the detachment button to detach and deploy coil. When the button is pushed, an audible tone will sound and the light will flash green. 6-6 at the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the coil does not detach during the detachment cycle, re-insert the pusher catheter into the controller and attempt another detachment cycle when the light turns green. Caution·the light will turn red after the 20 cycles of detachment, so if the red light comes on before the detachment operation, discard the detachment controller and replace it with a new one. ·if it does not detach after the third attempt, remove the delivery system and replace.

Event description:
It was reported due to an occlusion of the celiac artery, blood was flowing to the liver through vessels branching from the sma. A competitor microcatheter was advanced to the distal side of an aneurysm through the sma and the vessel was embolized with coiling. The coil was then implanted to embolize the vessel. However, the implant migrated, and reached to the right hepatic artery. The only way to advance a gooseneck snare to the migrated implant was through the sma due to the occlusion of the celiac artery. Due to the tortuosity of the vessel, high resistance was encountered during advancement of the snare. The snare was reached to the implant with difficulty, but the snare could not capture the implant. The physician determined to leave the implant in the right hepatic artery, and an additional coil was additionally implanted in the vessel. The aneurysm was embolized with competitor¿s coils. The migrated implant was in the right hepatic artery, and angiography showed that the right hepatic artery was not completely occluded. As the left hepatic artery was visible, and there was blood flow through the collateral vessels between the vessels to the right hepatic artery, and there was also blood flow through the portal vein. The procedure was completed. The patient had no symptoms after the procedure and is being monitored.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains in the patient and therefore it is not available for return and investigation by the manufacturer. However, a drawing was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.